Manufacturer narrative:
Correction: product available to stryker - corrected. The device history record review confirms that the device met all material, assembly and performance specifications. The guidewire was received jammed in the balloon catheter. The guidewire distal section was protruding through the balloon catheter distal end. Visual inspection of the returned device found that the device had been separated at approximately 133.0cm from its distal end. The guidewire separated proximal section was not returned. The guidewire was slightly bent very close to the fractured site and at 6.0cm from its distal end. The guidewire kinks are most likely related to the reported fracture because one of the kinks was found at the fracture location and kinks are known to contribute to fractures. There was blood on the guidewire. Under magnification, the fractured surface showed signs of necking indicating a ductile failure. The guidewire was shaped on its distal section. No other anomalies were observed. The reported information did not indicate why the fracture is occurred. From the analysis, which found kinks and necking at the fracture location, it is likely that the fracture occurred as a result of tensional and/or possible bending forces placed on the guidewire during usage. However, this could not be definitely determined. Although there are many potential causes for the reported issue, because review and analysis of available information was unable to identify a definitive cause, a cause of undeterminable was assigned for the reported and found issues.

Event description:
It was reported that the guidewire (subject device) was broken in a balloon cathether during the procedure. The devices were removed and there were no reported clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the guidewire (subject device) was broken in a balloon catheter during the procedure. The devices were removed and there were no reported clinical consequences to the patient.